Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient was diagnosed with allergic conjunctivitis in both eyes. Symptoms are resolving and no further intervention is planned at this time. The patient is doing great and has been cleared from care.

Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient complained of irritation in the left eye post lasik. Patient is being monitored.